Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial artery. An attempt was made to inflate the 2.0 x 60 mm armada dilatation catheter balloon. However, it was noted that the device would not hold pressure and a hole in the balloon was suspected. The device was removed without difficulty and a second armada was used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.